Event description:
It was reported by repair work order that the IV pole pivot weldment was broke and the IV pole was being held on by the corner cover. This could cause the IV pole to move in an unintended direction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.